Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was derailed and severely frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at wrist are not damaged. Engineering also found a dislodged luer plate and bipolar insert, disconnected conductor wire, and damaged main tube. The luer plate was dislodged from the chassis and pushed into the backend. A section of the chassis inner wall feature that holds luer plate was broken off. The bipolar insert and pins were missing from the back end. The conductor wires were sticking out of the chassis. The insert and pins may have been detached when bipolar cord was removed. The main tube exhibited wear with material removal and a rough surface finish throughout its entire length. The epoxy tube coating has been removed to expose rough fibers below. Engineering concluded that the luer plate and tube damage were likely cleaning related issues. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical maryland bipolar forceps instrument was noted to have a broken wire. No patient harm, adverse outcome or injury was reported.